Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact stated the device will be repaired at the user facility. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical department with a note that stated, "not working". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. No add'l info was provided.